Event description:
The customer reported that the alarm has no power. They tested it with new batteries. No visual damage detected. There was no pt injury reported. Inspection of the alarms by posey found that the alarm did power on but had no alarm tone.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the unit turned on but there was no alarm when pressure was released from the pad. The fail-safe function was not working. No visual damage detected. (B) (4).